Event description:
On (B)(6) 2012 a user in the (B)(6) contacted lifescan to report blood glucose values of "9.6 mmol/l" with the subject meter and "7.6 mmol/l" with another meter (ot ultra) performed within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of < 30mg/dl and/or <30%. There was no injury and no treatment associated with this issue, however, this complaint is being reported because, the subject device did not meet lfs's accuracy criteria. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.